Manufacturer narrative:
No button error alarm noted during testing. However the insulin pump had intermittent button response due to moisture damage on keypad traces. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that customer's insulin pump had a button error. Pressing esc and act does not clear the alarm. Customer's blood glucose was unknown. The buttons were not pressed for longer than three minutes. Customer uses energizer batteries. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.